Event description:
It was reported that a patient had a sudden increase in ta (arterial pressure) at the arterial cannula when a levophed bag was changed for infusion therapy using a spectrum pump. It was further stated that the cannula was intact; the concentration of the bag was controlled; the tubing was adequate and the height of the bag was as recommended. The patient experienced hemodynamic instability that required dose adjustment and constant patient monitoring. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.